Event description:
It was reported via clinical trial that the target lesion # 1 was located in the distal left circumflex (lcx) with 90% stenosis, a length of 14 mm, and a reference vessel diameter of 3.25 mm. Target lesion # 1 was treated with pre-dilatation and placement of a 3.50 x 18 mm study stent with 0% residual stenosis. Target lesion # 2 was located in the proximal rca (cass site 1) with 90% stenosis, a length of 14 mm, and a reference vessel diameter of 4.00 mm. Target lesion # 2 was treated with pre-dilatation, placement of a 4.00 x 18 mm study stent, and post-dilatation with 0% residual stenosis. The site reported an event of plaque shift causing narrowing of side branch of the lcx occurring during the index procedure on (B)(6)-2009. The event was treated with non-target vessel revascularization. The event resolved without residual effects on (B)(6)-2009. The patient was discharged on (B)(6)-2009 on aspirin and clopidogrel. No additional patient information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.